Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected blank display noted during testing. Device not passed the delivery accuracy test at 0.08730 inches. Device functioning properly. No physical damage noted during visual inspection. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in intensive care unit because of diabetes ketoacidosis. Customer¿s blood glucose level was 157 mg/dl. Customer stated that they had blood clot. Customer treated with manual injection and she was having an issue with the movement on her arm. Customer also stated that the insulin pump had a blank display. Troubleshooting was performed and the display did not return after insulin pump restart. The product will return for the analysis.